Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6)2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the sensor and app not being able to complete a data transfer. The reported event of a signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.